Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer powers on 8015 (s/n (B)(4)), and sees error 600.6835. Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: customer powers on 8015 (s/n (B)(4)), and sees error 600.6835. Explained problematic fault to produce the error message. Informed customer to transfer the network configuration package through system maintenance. Effort did not eliminate the error message, still present. Interface with customer through remote session. Assisted customer to create a new network configuration package through system maintenance. Customer to call back, if any further issues or concerns. End call.